Manufacturer narrative:
The product was returned and evaluated. The tip passed the flow test and the thermistor test. The tip failed visual inspection as dielectric breakdown was observed. Due to the heavily burnt tip, no functional testing was able to be performed. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of the acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. The plant evaluation determined the following: during the evaluation of the treatment tip, service confirmed damage on the tip membrane along the radiofrequency trace. Solta medical has confirmed a low incidence (less than 1%) of patient burns associated with radiofrequency trace damage of the treatment tip which contacts the patient during the thermage cpt procedure. This damage is caused by stress concentrations on the flex assembly at the adhesive edge that damage the radiofrequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. This would confirm customers account of sparking during treatment. Error indicates a recoverable problem that requires operator intervention. If the error occurs during a radiofrequency treatment, the radiofrequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the handpiece and system performed as expected. According to thermage cpt system technical user¿s manual (p009240-06 rev. A) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. A corrective action has been opened to address the issue with the tips.

Event description:
A user facility reported that a thermage tip sparked after about 100 reps during a treatment. The tip was inspected prior to use and nothing was noted. The tip was also inspected at about every 15 pulses. This is the first time the treatment tip was used. It was also reported that a patient experienced a burn on the forehead on the same place a spark was seen on the thermage tip of the device during a face procedure. The patient was treated with aloe vera and recovery balm moisturizer ointment. The current status was unknown at the time of the report with an unknown outcome. Available pictures were reviewed by the medical reviewer, including two pictures before the procedure and one after. A burned erythematous area is visible on the one side of the forehead.